Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having diaphragmatic stimulation. The right ventricular (rv) lead had dislodged and pulled back into the atrium. The rv lead was found to have high thresholds with no capture. The lead was repositioned and remains in use. It was further reported that the right atrial (ra) lead had dislodged and pulled back into the superior vena cava. The ra lead was found to have high thresholds with no capture. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.